Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered for high and undefined pacing impedance on the right ventricular (rv) lead. It was also noted that in 2015 post implant there were v-v intervals collected with t-wave oversensing (twos) and the lead was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.